Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that the pipeline flex device had a twisted appearance. The patient's anatomy was severely tortuous. Access was very difficult as the proximal carotid had two 180 degree turns, in addition the aneurysm's inflow and outflow were in different planes. There was slight resistance felt in the microcatheter. The pipeline flex distal end opened without issue. As device was being deployed across the neck, device had twisted appearance. Multiple attempts were made to relieve this; including manipulating the microcatheter, resheathing, and redeploying the pipeline flex. These attempts were not successful in opening the device. Decision was made to remove the system. Everything was removed and the patient was extubated and recovered without issue. No patient injury was reported as a result of this procedure. The plan was to bring patient back for carotid sacrifice with coils which was done three weeks post procedure.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The device will not be returned for analysis as it was discarded at the user facility; therefore, the event cause could not be determined. Per pipeline flex instruction for use: "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded at the user facility; therefore, the event cause could not be determined.